Event description:
It was reported that the patient experienced inadequate stimulation and requested an emergent follow up. It was found that there were multiple high impedances, reprogramming was performed to provide stimulation. The patient was hospitalized and discharged the same day, and will continue to be followed. It was additionally reported that the patient was not hospitalized, but had instead attended a routine follow up appointment. It was also stated that the patient continues to receive adequate stimulation from the spinal cord stimulator (scs) system.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that that the patient experienced inadequate stimulation and requested an emergent follow up. It was found that there were multiple high impedances, reprogramming was performed to provide stimulation. The patient was hospitalized and discharged the same day, and will continue to be followed. It was additionally reported that the patient was not hospitalized, but had instead attended a routine follow up appointment.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and requested an emergent follow up. It was found that there were multiple high impedances, reprogramming was performed to provide stimulation. The patient was hospitalized and discharged the same day, and will continue to be followed.